Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, a3a, a4, d10 (concomitant) corrected: d4 (primary UDI number), e4, h8 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.404.018s. Lot no:8849p99. Release to warehouse date: 14 dec, 2023. Expiry date: 01 dec, 2033. Manufacturing site: werk selzach. Supplier: (B)(4). The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that '03.404.018s reamer head f/ria 2 ø11 has prongs broken. The observed condition of the device was consistent with reamer heads breaking because of deviation from the recommended surgical approach of 10 degrees. Since the device was not returned, a dimensional inspection cannot be performed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for reamer head f/ria 2 ø11. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from colombia reports an event as follows: it was reported that on (B)(6) 2024 during medullary channel reaming, the 12mm cutter head split inside of the patient. The fragments were withdrawn with the help of the reamer. It was attempted to pass an 11mm irrigator reamer and the same issue happened. The channel was prepared with the help of synream with a 10.5mm milling cutter and this time it was successful. There was no reported adverse patient impact. The procedure was completed successful with 5 minutes of surgical delay. No additional medical intervention was required. No further information is available. This report is for an 11.0mm reamer head for ria 2 sterile. This is report 2 of 2 for (B)(4).